Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, after harvesting the lower leg and cutting branches in the thigh, it was observed that fact had collected onto the jaws of the hemopro device. The harvester removed the device from the leg to clean the jaws and noticed that the heater wire had dislodged from the jaw. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The hemopro device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. A visual inspection determined that the heater wire separated from the jaw but remained attached to the tip of the hot jaw. Based upon the evaluation results, the reported complaint was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Internal file number - (B)(4).